Manufacturer narrative:
(B)(4).the reported event is confirmed by provided picture. Visual examination of the provided pictures identified the gray tip of the impactor is broken. As the fracture surface was not pictured, fracture analysis cannot be completed. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial shoulder surgery, the impactor tip fractured on the back table. A different impactor was used to complete the surgery. Proper surgical technique was used, and no fractured pieces came in contact within the patient as this was fractured on the back table. No complications were reported due to this malfunction. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event is confirmed by provided picture and returned product. Visual examination of the returned product/provided pictures identified the device returned shows sign of use with nicks and gouges on the handle of the impactor. The threads where the impactor tip would thread to the handle are also damaged. The grey impactor tip was not returned, and the fracture surface was not pictured, so further fracture analysis cannot be completed. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.